Manufacturer narrative:
The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed. B2 date of death is unknown.

Event description:
Information received via long-term outcome and quality indicator (loqi) impella registry regarding a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. He was admitted while awaiting advanced therapy decisions, such as left ventricular assist device (lvad) or not. It was reported that the patient endured hemolysis with "possibly related" to the use of the pump. Per loqi: hemoglobin dropped on (B)(6) 2025 from 7.6 from 8.6. Plasma hgb changed. Patient was diagnosed with hemolytic anemia on (B)(6) to impella. 2 units of rbcs total were given during admission. Patient continued to show hemolysis until death per notes and pi. Plama free hgb nadir was 7.5 (on (B)(6) 2025) peak 67.1 (on (B)(6) 25); baseline unknown for ldh and plasma hgb. Peak ldh 759 (on (B)(6) 2025) total bil peak 5.4 (on (B)(6) 2025). Additionally, the patient endured sepsis with "possibly related" to the pump use. Loqi stated: patient had b/c on (B)(6) 2025 +mrse. Bc on (B)(6) 2025 gpc clusters. Patient's cause of infection, per ID, likely related to impella. Patient treated with antibiotics for bacteremia.